Event description:
Per add'l info rec'd (B)(6) 2011: no add'l info could be obtained. Per the risk manager, (B)(6), the pt has expired due to unrelated comorbidities.

Manufacturer narrative:
The sample was not returned for eval. The device history record could not be reviewed w/o a lot number. The directions for use states in the contraindication section, it states: "do not use on pts with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any pt if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on pts with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Not for use on pts with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place." Bard has contacted the user facility on (B)(4) 2011 for add'l info and found that the ICU staff had not been using the device as indicated in the instructions for use. They have reported that they will be conducting insertion education to the staff immediately. Additionally, the user facility has made a commitment to the revision of their stool management system protocol to include contraindications of use on high risk pts including pts with end stage liver disease, cardiac disease, coagulopathies, or hemodialysis pts. They have refused any add'l in-servicing from bard at this time. (B)(4).